Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2019. It was reported the patient experienced a sudden change in therapy. Magnetic resonance imaging (MRI) of the brain was planned due to a seizure. The patient was hospitalized and intubated. The patient had one other seizure in 2014 and it was due to medication. No further complications were reported.